Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is defect photo available to send for initial analysis? (Photo received in email and attached to complaint file). Is sample available to return for further evaluation? No there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle was broken near to the attachment area. However, no conclusion could be reached as how the needle was broken, because the sample was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2016 and suture was used. The needle broke during use and was retrieved from the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.